Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported diarrhea and bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A is currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed diarrhea on (B)(6) 2026 and melena started on 27apr2026. The patient was admitted as an emergency on (B)(6) 2026 to (B)(6) 2026 for a detailed examination and treatment. The melena disappeared at rest in the intestine due to fasting and drinking. Future examinations were scheduled. This was said to be a probable device-related issue. The patient was undergoing anticoagulation with the ventricular assist device (vad).